Manufacturer narrative:
(B)(4).

Event description:
It was found on (B)(6) 2016 that the serial cable for the tablet was faulty. The serial cable was returned on 03/01/2016 and is pending analysis.

Event description:
Product analysis for the tablet serial cable was completed and approved on (B)(6) 2016. An analysis was performed on the returned usb to db9 cable and the cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.